Manufacturer narrative:
Product ID 3389s-40 lot# va13jyb implanted: (B)(6)2016 (B)(4) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported an MRI on (B)(6)2018 confirmed the lead moved/was not in the right location. The patient had a return of parkinson's disease symptoms as a result. The hcp did a lead revision surgery on (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient was shaking and perspiring. The patient was taken to the ER because they froze completely. (B)(6), the patient's walker flipped over and they hit their head on the concrete and the caller fell on top of them. The patient was given a lot of tranquilizer every 6 hours and the next day they did a scan. No bleeding in the brain and they were released yesterday. The patient has an appointment (B)(6) to do a check. The patient currently was shaking severely and had severe tremors. The patient went to the ER (B)(6). An ambulance came (B)(6) because the patient was so stiff, the caller couldn't move the patient. The patient had an adjustment (B)(6) and they feel more than ever since then. It was noted that half the patient's body was stiff, they couldn't open their hands and legs were hardly moving, also they couldn't move the patient. No further complications were reported as a result of this event.